Manufacturer narrative:
The ventilator has been back for customer use.

Event description:
The customer reported that the ventilator display was blinking and unable to adjust settings. The ventilator was not in use on a patient at the time of the event occurred.

Event description:
The customer reported that the ventilator display was blinking and unable to adjust settings. It was reported that the ventilator was in clinical use at the time of the event. There was no report of patient harm or injury as a result of the event.